Manufacturer narrative:
The baxter technical support representative performed troubleshooting over the phone with the account, asking the account to replace the power cord. Upon troubleshooting, it was determined that the power cord was damaged with exposed copper wires. Account discarded the faulty power cord and a replacement of the power cord was sent to the customer. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a damaged power cord with exposed wires were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Baxter received a report stating that vest 105 power cord was frayed with exposed copper wires. There was no patient/user injury, medical intervention, symptom, or adverse event reported.